Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed. It was found that the device's downstream occlusion seal was delaminated, and the air detector was dented. The downstream occlusion seal and air detector was replaced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was damaged. This occurred during testing, and there was no patient involvement.